Event description:
There was an allegation of a questionable high estradiol g3 elecsys result from the cobas 6000 e601 module. The initial result was 6872 pmol/l and was reported outside of the laboratory. The medical doctor in charge did not believe the high value. The sample was repeated and the result was 108.9 pmol/l. The reagent lot number was 630069 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. Therefore, a general reagent problem could be excluded.